Event description:
It was reported by a physio-control sales representative that the device she had as a demo device, turned itself on a few minutes after she installed a battery into the device. The sales representative then turned the device off, but the device automatically started up again. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. Physio-control determined that the cause of the reported failure was a short between the on/off switch and the shock button on the membrane switch assembly. The customer received a replacement device.